Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00115 on 07/04/2016 for falsely elevated advia centaur xp tni-ultra test results. On 06/20/2016: additional information: a siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call and found no system issues. Non-resuspended/aggregated solid phase in the reagent readypack used to run the samples attributed to the discordant patient and qc results. To ensure optimum assay performance on the advia centaur, advia centaur xp, and advia centaur cp systems, it is critical that reagents are handled correctly during shipment and storage, and that operators mix the reagents correctly before use. Siemens healthcare diagnostics has provided customer bulletin 078d1063-01 rev. A, 2011-09, reagent handling for advia centaur systems reagents, to emphasize the correct temperature and orientation conditions for advia centaur systems reagents during shipment and storage. The instruction for use (IFU) under the preparing reagents section states the following: "mix all primary reagent packs by hand before loading them onto the system. Visually inspect the bottom of the reagent pack to ensure that all particles are dispersed and resuspended." The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi. A positive troponin result is not always indicative of mi. The instrument is performing within specification. No further investigation is required.

Manufacturer narrative:
The cause for the falsely elevated advia centaur xp troponin results compared to lower troponin result when run on an alternate advia centaur system in unknown. The customer inspected the original troponin reagent readypack and observed bead clumping. The original troponin reagent readypack was replaced with a new reagent readypack, the troponin assay recalibrated, and the calibration values were acceptable. Siemens is investigating. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi. A positive troponin result is not always indicative of mi.

Event description:
Falsely elevated advia centaur xp results were observed by the customer, and considered discordant when compared to lower troponin results repeated on an alternate advia centaur system. The customer had performed a troponin assay recalibration the day before, troponin quality control (qc) results were within range, and patient results reported. The following morning, qc results were elevated, and the customer observed that the assay calibration values had been lower compared to previous assay calibration values. The patient samples that were run prior to when qc results became elevated were repeated on an alternate advia centaur system, and the troponin results were lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp troponin ultra results.